Event description:
It was reported that the hand piece for battery powered driver does not turn but sounds like it is running. The reported issue was discovered during routine testing and was initially determined to be non-reportable. Upon the service evaluation it was discovered that the device motor was running loud and slow, and running inconsistently. The issue was re-evaluated and determined to be reportable at that time. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service history record review was performed for the associated subject device lot numbers 004572/001987/5754027. A service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2012 due to motor failure. The customer called in a service request for this item on (B)(4) 2015 and reported the device is inoperable, will not rotate. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable, will not rotate. The manufacture date of this item is 8-apr-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. A service and repair evaluation was also performed for the subject device. The customer reported the device sounded like it was running but the bit would not turn. The repair technician reported the motor was running loud and slow, and running inconsistently. ¿ motor failure¿ is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.